Event description:
The customer reported that they were doing an acl case and the 4.5mm reamer snapped in the patient when they were removing it. There were no issues with the surgery as they had just completed the reaming and so they carried on and completed it.